Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up and down arrows on the pump are starting to stick. The pump is worn exterior to a garment and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): unable to duplicate the complaint regarding unresponsive up/down keys: all keys were tested and found responsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed to check for contamination, which was found under up/down/contrast/ok key contacts. Unrelated to this complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.